Event description:
It was reported that approximately 181 months after a left total knee replacement procedure, the patient underwent a revision procedure with dr. (B)(6), at (B)(6) medical center to address loosening of the tibia. Revision surgery operative notes were provided. Pre-operative and post-operative diagnoses indicated failed left total knee replacement. Operative indications: patient has had 3 surgeries since her initial operation for debridement of scar tissue. Patient now presents clear evidence of loosening of the tibia component as well as information placing her implant on a recall list from exactech. Operative note: patient had extensive scar tissue throughout the knee in the suprapatellar region as well as the medial and lateral gutters. Cultures were taken x2 as well as frozen section was sent x1. Frozen section returned as negative for acute inflammation. Scar tissue was aggressively debrided. The poly insert was then removed. The poly insert had significant the patella button was inspected. The patella was encased in scar tissue. The scar tissue was debrided and the patella was noted to have significant wear of the patella button. Attention was then turned toward removal of the femoral component utilizing an oscillating saw and flexible osteotomes. The femoral component was removed without any significant bone loss. The femoral component debonded from the underlying cement. Next attention was turned to the tibial component. The tibial component was loosened with an oscillating saw and flexible osteotomes. The patient¿s tibial component consisted of a stemmed tibia. During the removal process of the tibial component was noted that a medial proximal tibia fracture was noted. This was secured with a reduction clamp and 2 screws were placed across the fracture site. Attention was then turned to the patella. The patella button was then removed along with the underlying bone. The patient was revised to a competitor¿s devices. The patient tolerated the procedure well and was dispositioned to the pacu. No further issues or complications were reported. No additional information is available. Original description summary: it was reported that approximately 181 months after a left total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear and severe pain. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Report numbers: 1038671-2024-01115, 1038671-2024-03056, 1038671-2024-03044 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d10 concomitant devices: (B)(6) 204-04-33 - trapezoid tibial tray sz 3f/3t. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, bone fracture, tibial loosening, and failure of the cement to secure to femoral component, leading to femoral loosening. An additional contributing factor to the revision may have been inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.